Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery, while technical support arranged to replace the pump.